Event description:
Cardiac monitor shut off while (B)(6) was attempting to obtain a 12-lead ECG on a critical pt. Battery indirected one plus ours of life remained. Four lead and 12 lead cables attached, nibp and spo2 also attached to pt. (B)(6) was inputting age and gender when device failed. Selector switch turned off and then back on. Device powered back up. Approx 3-4 minutes later, without human physical contact device again shut off. Ems crew was approx 2 blocks from fire station while in txpt mode.